Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a robotic assisted hernia repair the surgeon said when the tubing is attached to the device it bends it just enough that the safety device does not snap into place like it should. The procedure was completed using the same device after the surgeon was able to move it to the point where it clicked into place. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the pn120 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing; the device work as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.